Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited pause episode due to under sensing however intracardiac electrograms were missing. No intervention was performed. The patient was stable.